Event description:
The user reported that the catheter leaked where the hub connects to the catheter shaft. The user reported that this occurred three times in row. No harm or injury was reported. This is one of three reports for this complaint: 1628221-2011-00048, 1628221-2011-00049, 1628221-2011-00050 - this report.

Manufacturer narrative:
The suspect device is not expected to be returned for eval. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A f/u report will be submitted when the eval has been completed.